Manufacturer narrative:
Alternate lot number 9967755 was also provided. Part 391.201, lot p308326 (9967755): release to warehouse date: december 13, 2005. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the cable tensioner (391.201) is noted in the orthopaedic cable system technique guide. The returned cable tensioner (391.201, p308326) was received with signs of routine use over its 10+ years of use, but no indication that it could have contributed to the complaint condition; therefore the complained event was unable to be replicated and was unconfirmed. The returned cable tensioner was manufactured on december 13, 2005 and relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No material review reports, non-conformance reports, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR (s) and based on the details of the complaint and investigation of the returned part(s), additional material/ hardness testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Since the manufacture of the returned tensioner two design changes have been implemented which could prevent reoccurrences of the complaint condition. One involved the changing of the inner mechanism of the tensioner, which was implemented in order to improve its performance by tensioning and loosening cables twice as fast. The other implemented the inclusion of slots in the body of the tensioner, which would improve its ability to be cleaned. The ability for the tensioner to be cleaned could have contributed to its long term functionality, and the improved inner mechanism would undoubtedly improve the performance of tensioners manufactured after the respective changes had been implemented. There were no relevant dimensions which could be measured due to the design of the tensioner, but based on the investigation it is most likely that the complaint condition is related to 10+ years of use. Corrected data: date of event, describe event or problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: the procedure and complained event occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(6). Patient¿s date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that cable got caught in a cable tensioner on (B)(6) 2017 during an unknown femur treatment procedure. The cable was reported to have somehow jammed itself into the cable tensioner while the surgeon was attempting to tension the cable. The surgeon had to cut the cable in order to remove it out of the cable tensioner causing a 3-minute delay in surgery. The surgery was able to be completed successfully using another cable tensioner. The patient's outcome was great. This report is for one (1) cable tensioner. This is report 1 of 1 for complaint (B)(4).